Event description:
It was reported that the patient visited the medical institution for complaint of palpitations. A check was done and it was found that nsvts (non-sustained ventricular tachycardia) had occurred several times. It was noted that the data showed there was no problem related to arrhythmias and palpitations. It was also reported that battery failure of the device was suspected, as the battery voltage was 2.71v in (B)(6) and is now 2.62v. It was noted that four and a half years had passed since implantation. The device was scheduled to be replaced in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 5554-53 implantable pacing lead: implanted: (B)(6) 2008. 694758 implantable tachy lead: implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.